Event description:
Philips received a complaint on the device efficia dfm100 indicating that following patient intensive care, the device apparently did not deliver the 1st shock, but 2d shock delivered. Defibrillators are life-saving devices, therefore the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the dfm100 device indicating that the first shock was not delivered. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely however the customer refused philips service therefore no information about the device status is available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer refused service. It has been concluded that no further action is required at this time.